Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause was due to the fibers being broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, that the fiberscope was found to have a foggy image. There was no patient involvement.